Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards learned patient also had mild aortic insufficiency.

Manufacturer narrative:
Device evaluated by manufacturer: report of stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets, commissures 1 and 2 bent, and wireform intact. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and moderate at the outflow aspect. Leaflet 1 and leaflet 2 had tears of 5mm near commissure 2. Leaflet 1 had a 7mm non-transmural tear near commissure 1, and leaflet 3 had a 5mm non-transmural tear near commissure 1. Calcification was evident near all the tears. The sewing ring was cut around the valve and the wireform was exposed at the inflow aspect near leaflet 3. Calcification and host tissue restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
Additional manufacturer narrative: calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The (B)(6) patient underwent redo aortic valve replacement with a 25mm edwards valve, aortic annulus repair and enlargement with bovine patch, redo coronary artery bypass grafting x1 of the right coronary artery. There were no reported complications. Patient was discharged on post-operative day 5. The explanted edwards valve was size 23mm. It was reported that the valve cusps are mildly stiffened and there is focal commissural calcification.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, minimal information was provided and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities are in progress; therefore, the root cause for the stenosis indeterminable. If new information becomes available, a supplemental report will be filed. Follow up is in progress regarding the availability for this device for return. At this time, no response has been received. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information a 31 mm pericardial aortic valve was explanted after an implant duration of approximately seven years due to aortic stenosis. No additional details were provided.